Event description:
During a percutaneous coronary intervention, the cypher stent did not cross the guiding catheter easily, and during removal, the cypher select stent dislodged when attempting to withdraw the (sds) stent delivery system through the launcher. The stent was in the arm of the patient for an hour and it was removed successfully by operation, and he is now safe. Two other cypher stents were selected and implanted successfully. The patient had severe stenosis on (rca) right coronary artery. A 6french jr4 launcher was engaged and bmw wire was advanced and kaneka balloon was inflated.

Manufacturer narrative:
The cypher was introduced all the way through the guiding catheter, and the (sds) stent delivery system exited the launcher catheter. The stent dislodged when attempting to withdraw the sds through the launcher, and an attempted was made to remove the stent from the launcher. However, the stent came out of the launcher during this attempt. The physician felt it was hard to cross sds through launcher in the distal part. The stent of the cypher was detached from the balloon part in the patient's arm when the physician pulled the sds out. The stent was removed from the patient's arm by operation and he is now safe. The launcher was placed an acute angle. The patient's anatomy was tortuous. The procedure was completed with two cyphers that were successfully implanted. The patient is safe and was no problem with health. The male patient was admitted with the diagnoses of chest pain and stable angina. Prior to shipping no other issues were noted with the returned product. No fedex number was provided. The product is expected for evaluation and analysis: however, to date, it has not been received. Additional information will be submitted within 30 days of receipt. This product is similar to us cypher.